Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Customer care attempted to gather more information about the user's complaint; however, the user remained unresponsive to multiple communication attempts to further assist them. Escalation analysis showed that there was no recent data to properly evaluate the user's concerns. Data management system (dms) showed no usage of the system. No further investigation was possible.